Event description:
It was reported that customer experienced tandem mobi cartridge alarm that was confirmed as cartridge alarm 34, and caller stated that pump had not been exposed to external magnets and issue did not occur during cartridge load process, with no prior reports of similar alarms for this pump. There was no adverse impact to the customer¿s blood glucose level. Troubleshooting was started but could not be completed due to another malfunction, and no additional corrective actions or outcomes were reported.